Manufacturer narrative:
(B)(4). The condition of occlusion all time was not confirmed or duplicated, therefore an assignable cause could not be determined. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition of occlusion - false. (B)(4)

Event description:
The facility representative reported one flo-gard pump that experienced constant false occlusion alarms. It is unknown when the reported condition occurred. The condition occurred in the pediatrics unit. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
The device has been requested to be returned for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).